Manufacturer narrative:
Device evaluation summary: the device was returned with a cartridge connector stuck inside the drug chamber. The cartridge connector was able to be removed with pliers however, due to damage to the housing, it will need to be replaced. The customer reported complaint was confirmed. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the caregiver stated the pump connector was dropped, broke, and became stuck on the pump, and a replacement was arranged while troubleshooting and education were completed. Customer care provided support that included coordination of replacement logistics. Investigation of this case revealed no findings available, the specific device component involved could not be fully characterized due to insufficient information, and the medical device problem was insufficient information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established.